Manufacturer narrative:
The cause of death for the six intermediate-high risk and high risk patients was not reported in the poster. Based on the reported information including the statement that no pe-related events were noted during post-discharge median follow up period, it leads the reviewer to believe that the 6 in-hospital deaths were related to the pulmonary embolism and not related to the ekos device. While the patient deaths reported are unlikely related to ekos, the relationship between the patient deaths and the ekos device could not be determined. No device malfunctions were reported. Multiple attempts were made to contact the corresponding author for additional information. To date, no response has been received. If additional information is received, a follow up report will be submitted.

Event description:
A poster titled 'a tertiary centre experience on ultrasound-facilitated thrombolysis in patients with pulmonary embolism at high-risk or intermediate-high-risk' presented the retrospective analysis of 125 patients at a single-center in turkey. This poster was presented at the 2018 acc (american college of cardiology) meeting. Six in-hospital deaths (4.8%) were reported. No pe-related events were noted during post-discharge median follow up period of 21.8 months (1 - 26, 5).